Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following was observed: the front panel mouth was damaged. Worn-out socket and poor connection. The non-olympus lamp life meter is reading over 500+hours, lamp was expired. Old fan cores need to be upgraded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be presumed/identified, as the event was not confirmed, nor reproduced. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had front panel blinking/flashing/continuing turning on. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.